Event description:
This ra lead was implanted on (B)(6) 1999. A call to technical services on (B)(6) 2010 states that there is noise on lead with far-field sensing and inappropriate atr. Lead to be capped and revised on thursday. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).